Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. DHR trend summary: review of all complaints of (B)(4) - fluid for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, total delamination of valve assessed as adhesive failure. ¿ other-technical: observed, total delamination of plug strap disk shell assessed as adhesive failure. Additional observations: ¿ crease is observed. ¿ white particles in device inner surface are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "plug strap separated." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "plug strap separated." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6